Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the no power was verified to be caused by a defective main pcb. The main pcb was replaced to resolve the problem. Further testing of the main pcb could not determine the fault. The board was scrapped. No emerging trend based on similar reports.